Manufacturer narrative:
Additional FDA product code: gcj. The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the ias5-100lp was being used during a laparoscopic thoracoscopic maze on (B)(6) 2021 when it was reported "5mm airseal trocar shaft broke off in the middle of dr. (B)(6) laparoscopic thoracoscopic maze and had to be fished out after removal. I inspected the rest of the 5mm supply to see if there were others that may have been damaged during shipping, but they were all fine." The procedure was completed with a 20-minute delay. There was no report of injury, medical intervention, or hospitalization for the patient. Further assessment questions were sent to clarify that the fragment fell into the surgical incision and was removed using a grasper. An x-ray was used to assure no fragments were left in the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
To date, the reported device has not been returned to conmed for evaluation and no photographic evidence was provided. Should the device be returned, an evaluation will be performed. Upon completion of the complaint investigation a supplemental and final report will be filed. Otherwise this filing will stand as the final report. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 20 complaints, regarding 21 devices, for this device family and failure mode. During this same time frame 817,224 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.00003. Per the instructions for use, the user is advised that failure to properly follow the instructions for use can lead to serious surgical consequences. Use extreme caution during airseal access port insertion. Improper use of this product can result in life-threatening injury to internal organs and vessels. This issue will continue to be monitored through the complaint system to assure patient safety.